Event description:
It was reported that during a lead revision procedure (related manufacturer reference number:1627487-2025-02411) on (B)(6) 2025 while explanting the lead, it fractured, and a portion of the lead was left implanted. As such, surgical intervention may take place at a later date to remove the portion of the lead.

Manufacturer narrative:
Corrected data h6: investigation conclusions.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.